Event description:
The hospital representative reported a fail code 810:03. The hospital representative stated that there have been no reports of any patient incidents involving this pump since the last baxter service event.